Event description:
It was reported that a continu-flo solution set with duo-vent spike underinfused during a methotrexate infusion. A chemotherapy solution consisting of 7000 mg of methotrexate and 50 meq sodium bicarbonate diluted in 1000 ml of 5% detroxed in water (d5w) was programmed for infusion at a rate of 500 ml/hour over two hours via single lumen port. At the end of the programmed infusion, the infusion pump alarmed for completion; however, approximately 500 ml of solution remained in the bag. The infusion pump was replaced, and the infusion was reprogrammed and verified by a second registered nurse. Approximately one hour later, the nurse noticed a "significant amount" of methotrexate remaining in the bag. The second infusion pump was then replaced. A third infusion pump subsequently alarmed "load set" despite the set being already loaded. Registered nurse reloaded the set, and the chemotherapy infusion ran as expected. Of note, the pump settings were verified with each pump change and the pre-hydration infused in 4 hours (as it is supposed to) on the initial pump. This led the customer to believe that the issue lies with the methotrexate tubing. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
B3: event date / d10 therapy date : (B)(6) 2026. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.